Event description:
When engineer called to repair a fault it was reported to him that the mast had swung round causing a male pt to fall back onto bed as he was being lifted. No person involved no injury.